Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lower anterior resection, the pusher thumb piece of the device could not be moved, therefore the device did not fire. A second stapler was used to complete the case. There was no patient harm.